Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), s/n: (B)(4), revealed that the #14 balseal connector spring is deformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu _unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the stage 2 procedure the left side (contacts 0-3) were great but the right side contacts showed impedance issues. Caller stated contact 8 was fine but 9, 10 and 11 were "super high." Physician reseated extension tail in ins port with same results. Caller stated physician then opened the lead/extension connect site on patient's head an unscrewed everything and now all contacts (8-11) showed as over 40k ohms. Physician retightened screws and then swapped extension tails in the ins ports and 8 and 9 were fine and the rest were high - seemingly to indicate it was a issue with 8-11 port so physician attempted to suck out/dry port. Physician then put extension tails back into original configuration and 8 remained fine, 9, 10 and 11 were high. Physician then went back and opened lead/extension connection site again (they did this approximately 3 times during the procedure) and unscrewed the setscrew that would be associated with contact 8 and tested impedances. Again, 8 remained fine and 9-11 were high, where 8 should have been high given that they had unscrewed the setscrew. Caller swapped extension tails in ins ports again and contact 8 remained fine. Caller mentioned "no one trusts the tablet these days" and so they started using 8840 - caller will be sending in full session reports. After this troubleshooting, physician was convinced issue was due to 8-11 port and a new ins was used. Ins was replaced, impedances were all fine on the first measurement. Caller will be returning ins that wasn't used. Caller attended stage 1 procedure and impedances were good at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the neurosurgeon deemed the issue was the back port of the pc. When they replaced the pc with a new pc the impedances resolved. Actions/interventions included seeing the high impedances, reinserted the extension in battery port. They did not resolve. Opened lead and extension connection, reinserted. Did not resolve. Unscrewed contact 8 and 9. Contact 8 was still ¿normal¿ impedances while contact 9 was high. Screwed in lead and extension, and switched right and left with the ports. Right port was still showing high impedances, although the extension had no problems on left side. This was determined that the port was the issue and not the lead. This information was confirmed with the physician.